Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: smartsite extension set does not flush despite multiple attempts. Both forceful and delicate techniques used, and still the extension won't flush.

Event description:
It was reported that the bd alaris smartsite extension set was clogged. The following information was provided by the initial reporter: smartsite extension set does not flush despite multiple attempts. Both forceful and delicate techniques used, and still the extension won't flush.

Manufacturer narrative:
H.10. Device returned to manufacturer?: yes. H.10. Date returned to manufacturer?: 17-mar-2022 . H.6. Investigation summary: 20 opened samples and 1 unused sample were returned for investigation by the customer. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsite was then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The sets were successfully flushed. The customer complaint that the smartsite extension set does not flush could not be replicated. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated. However, in this instance the complaint could not be replicated. Due to previous similar reports of this nature bd is currently recommending when encountering needle-free connector flow issues to follow the steps outlined in the attached letter. A device history record review for model 20159e lot number 21039822 was performed. The search showed that a total of 17603 units in 1 lot number was built on 03mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.